Event description:
It was reported that during an arthroscopy, the capture mechanism of the upper jaw of the first pass suture passer was disconnected from the upper jaw and was free floating in the joint space. The pieces were successfully retrieved from the patient without any injury. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h5: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the capture mechanism of the upper jaw of the first pass suture passer was disconnected from the upper jaw and was free floating in the joint space. The pieces were successfully retrieved from the patient with the help of suture grasper and verified with x-rays. The procedure was resumed, with a surgical delay of less than 30 minutes, using a s+n non-self capture version of the first pass. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found two pictures showing detached upper jaws. Another picture showed and arthroscopic image of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.